Event description:
Clinicians no longer had a indicated iab/p had been re-zeroed by colleague while she was at lunch. Acs had clinician go to ap select/transducer cal & it said she could not cal w/a waveform (stopcock open to air). Acs had her turn pump off, recycle to circuit breaker & same waveform & message present. Transducer then unplugged & checked cal button. It read 1000mmhg. Zeroed w/ cable unplugged & when plugged in, same waveform & message.

Manufacturer narrative:
Ap cables were traded w/ same message. Pump was exchanged, all cables were 0. They were able to pump, had good numbers, and great waveform. No reported pt complication. Hosp biomed evaluated pump & could not duplicate difficulty. Biomed indicated this may have been due to clinical issues.